Manufacturer narrative:
Visual inspection of the returned components confirmed that the screw has fractured near threads of the screw. Residue remained on the external surface of the implant and dark debris remained stuck inside the implant. The internal hex of the implant has been stripped. The remaining portion of the fractured component has not been returned for review. Visual inspection in comparison to the drawing did not provide indication of a manufacturing deviation. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a golden screw fracture. The thread upper part had fractured. The implant had to be removed and replaced.